Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322. A review of the event history log identified system error 322 messages. Visual inspection determined the assignable cause to be damage to the lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.